Event description:
The customer contacted ascensia customer service to seek assistance with the contour® next gen meter. During the troubleshooting, two control tests were run and readings of 139 mg/dl and 194 mg/dl at 4:03 p.m. Were obtained. The meter did not automatically mark the control test of 194 mg/dl, and so the reading will be displayed as a blood result when accessing the meter's memory. The reading of 139 mg/dl was properly marked as a control result. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter (serial # (B)(6)), contour® next test strips (lot # 4lheg43a) and contour® next control solution (lot # 4bv2g31) for evaluation. An in-house testing was performed with the returned meter, test strips and control solution in two replicates, as only two strips were returned. Additionally, in-house testing was performed with returned meter, in-house contour® next test strips (lot # 4lheg43a) and returned control solution in five replicates. All tests recovered within the expected control range of 111 mg/dl to 138 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter.